Event description:
It was reported, that the pump miscalculated boluses. However, pump logs were unavailable for tandem technical support to review. Therefore, the allegation could not be confirmed. Subsequently, it was reported, that the customer went to the emergency room (ER) with a blood glucose (bg) of 44 mg/dl. The customer consumed juice to address the bg. Glucagon was administer by a health care provider to address the bg. Customer was discharged from the ER later the same day (B)(6) 2024. With the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.